Event description:
It was reported the patient was in sinus bradycardia and there was no sense markers and the implantable loop recorder (ilr) indicated asystole was detected. The ilr appeared to be undersensing. The ilr was explanted and a pacemaker was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.